Manufacturer narrative:
Additional testing, using random samples, were conducted to simulate the reported situation when side rail opens when a load is applied. It was found that once the side rail is lifted to an upper, close position, it remains securely lock. The unexpected opening is unlikely. Another simulation showed that when a blue release lever (which is used to open a side rail), is pulled quickly and forecefully, the locking pin may move out of its position into the chamfered area. In that situation, the side rail remains in raised position but is not locked. Citadel plus instructions for use state "pull the blue release lever and lower the side rail, holding the side rail until it is completely lowered". To sum up, the side rail could open unexpected, due to the locking pin moving out of its intended position, after the blue release lever was pulled. The side rail opened unexpectedly, therefore the arjo device failed to meet its performance specification. The device was used for patient treatment and therefore played a role in the event. The complaint was assessed a reportable due to allegation that the side rail did not latch properly and the patient fell out of the bed.

Event description:
Arjo became aware of the event involving citadel plus bed frame. According to information provided by the customer, the left side rail had not been properly latched. As the patient turned toward the side rail, it unexpectedly opened, causing the patient to fall from the bed. The patient underwent x-rays; however arjo was not informed about any injuries.the arjo service technician inspected the device and found no malfunction in the side rail locking mechanism.